Event description:
Boston scientific received information that this right atrial (ra) lead exhibited out of range pacing impedance measurements. There were four out of range measurements which occurred one month after the implant procedure. The four measurements were separated by an in range measurement. After the four out of range impedance measurements, the impedance measurements remained in a normal range. Isometrics and pocket manipulation was performed and did not reproduce any noise on the lead. All other lead measurements are normal and stable. At this time, the lead will be monitored. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.